Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, vessel perforation and balloon withdrawal occurred. The lesion being treated was located in the diagonal artery. During the procedure, the physician was performing an angioplasty of the left anterior descending (lad) and diagonal. The physician successfully placed two unspecified stents in the lad. The diagonal stent was in the mid vessel, it was moderately calcified. Predilation was performed with a 2.0mm unknown balloon. A non-bsc wire and guider were used during the procedure. The physician deployed the stent in the diagonal and tried removing the delivery balloon. The stent delivery system could not be removed. The physician had to really pull as the guide went into the diagonal. The balloon was successfully removed but, the wire moved forward and perforated the distal diagonal. The perforation was treated by monitoring it. The procedure was successfully completed and the patient was discharged. No patient complications were reported and the patient's status is ok.